Event description:
The lead was explanted and replaced, due to oversensing.

Manufacturer narrative:
The lead was returned cut in two pieces. Normal electrical characteristics were noted for both lead portions. Analysis found that the insulation was abraded at 42.5 cm from the helix due to friction with the ICD can. Abrasions from the inside out were also noted at 7.8 cm and at 27.5 cm from the helix end. An abrasion due to friction with another implanted device was noted at 15.2 cm from the helix end. No damage was found on the etfe cables insulation.